Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting high impedance. An extraction was attempted but was unsuccessful, possibly due to a stenosis. The lead remains out of service and a laser extraction is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, 4 patient alerts for out of range subthreshold lead impedance between (B)(6) 2012 and (B)(6) 2013. The weekly pace lead trend data show various spike increases for maximum ventricular pace bipolar impedance in the range of 399 to 4047 ohms between (B)(6) 2012 and (B)(6) 2013. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.